Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that this patient underwent a revision surgery in which this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Manufacturer narrative:
Correction: field b1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that this patient underwent a revision surgery in which this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service.